Event description:
It was reported that the patient presented to the hospital for an implantable cardioverter defibrillator (ICD) system implant. Upon connecting the right ventricular (rv) lead to the ICD, the r-wave sensing dropped to 1.2 mv capture and impedance were normal and stable. The lead was then disconnected from the device and reconnected to the pacing system analyzer (psa). R-wave amplitude was 11.9 mv on the psa. The lead was verified it was in the correct port and reconnected to the device again and sensing fell to 1.2 ¿ 2.0 mv. A new device was then connected to the lead and the same sensing anomaly occurred. The lead was then disconnected and reconnected again to the psa. The sensing was now at 1.2 mv, capture threshold was high, and impedance was over 3000 ohms. It was determined that this chronic rv lead was actively fracturing. The lead is the model 6947 implanted on (B)(6) 2010. The lead was then capped and replaced. There were no patient consequences. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).